Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis as the device was implanted. At this time it is unknown if the reported stroke event is related to procedural/user error or a silk road medical device failure, hence, the event will be reported out of abundance of caution. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints of this nature will continue to be reviewed and monitored for trends.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced stroke like symptoms that included right upper extremity weakness and aphasia. The surgeon is hesitant to perform an MRI on account of substantial imaging artifact from multiple carotid stents which will obscure accurate imaging. It was noted that during the procedure, the physician placed 3 stents across the entire bulb due to concerns of plaque prolapse. It was reported that the patient's right upper extremity weakness was continuing to improve and no further information has been made available. Plaque prolapse often does lead to embolic events and may be a marker of a lesion that is less suitable for stenting (swollen ica sign or intraluminal filling defect), or a clopidogrel resistance. Therefore, this event is being reported out of abundance of caution.